Event description:
Initial implants in 1986. 1997 developed inability to concentrate, depression, difficulty sleeping and short term memory loss. Given antidepressant but still has memory loss. Contracture.